Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, "intense pain, hardening and oily cysts." Healthcare professional also reported ¿small collection after the right breast implant, related to the recent procedure¿; this event is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d7, h6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii, "intense pain, hardening and oily cysts." Healthcare professional also reported ¿small collection after the right breast implant, related to the recent procedure¿; this event is not device related. This record is for the right side. The device has been explanted.